Event description:
It was reported that 1 day post-implant the patient received multiple inappropriate shocks. The patient was brought back into the lab. The pocket was opened and the ICD removed from the pocket. It was felt that a micro-dislodgement had occurred. The lead was repositioned slightly higher on the septum with good sensing and pacing thresholds. After the procedure was completed and the wound closed, the patient received several more inappropriate shocks from the ICD. The patient was re-prepped and reopened. The lead was removed and replaced with a new lead. There was some irregularity of the proximal svc coil.